Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the printed circuit board is crushed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: because the cr board is crushed, the supply pressure sensor does not work properly. The most probable cause of the complaint was traced to component failure, indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not indicate the presence of gas. The issue occurred during a laboratory or demonstration. There were no reports of patient involvement